Manufacturer narrative:
Problem statement: a blower malfunction may result in no airflow during operation, which can cause vent inop and hypoventilation/lack of volume delivery during normal ventilation use. Device evaluation: the manufacturer's field service reported a blower speed reference failure occurred while the device was in use. Resolution and disposition: the software was returned to the previous software revision 2.10 at the request of the customer. The system has been completely revised and calibrated to the latest philips / respironics specifications.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed and stopped ventilating while in use on a patient and the patient was "rescued." There was no patient harm.